Manufacturer narrative:
(B)(4): unable to adequately investigate reported unresponsive buttons due to pump damage. The pump failed to power on. Additionally , the keypad and bolus button were damaged. There was moisture in the pump, a battery compartment crack/ leak, and a bolus button leak. The pump was opened and moisture damage was found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient went swimming yesterday and noticed the keypad was peeling. The reporter alleged that the keypad buttons were working until the pump got wet, the buttons were then intermittently unresponsive. The reporter also stated that water got into the pump through the ok button. The reporter stated that they were uncertain of which started first, whether it was the keypad peeling or the keypad buttons intermittently unresponding. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.